Event description:
Treatment of an acute stroke. During the procedure, it was reported that the balloon would not deflate and was successfully retrieved from the patient.no patient injury was reported.

Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed.(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device has been evaluated and the catheter hub was found broken; however, the evaluation could not determine the cause of the event.(B)(4).